Event description:
It was reported that after the first radiofrequency shooting, the handle of the catheter got overheated. All the endocavitary and surface signals had disappeared. The customer stated when all the signals disappeared, the patient suffered a ventricular fibrillation that could not be stopped. This event could have threatened the patient¿s life.

Manufacturer narrative:
The ¿suspected medical device¿ is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to [thermocool sf nav] approved under [(B)(4)]. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that after the first radiofrequency shooting, the handle of the catheter got overheated. All the endocavitary and surface signals had disappeared. The customer stated when all the signals disappeared, the patient suffered a ventricular fibrillation that could not be stopped. The returned device was visually inspected upon receipt and greenish material was found inside of peek housing between electrodes #2 and #3 (pebax). This condition was not reported by the customer. No external damage was observed. A sem (scanning electron microscope) testing was performed in order to identify the composition of the greenish material. The result was shown that the material had sodium and chlorine, which are typical elements of the saline solutions. Afterwards, water was injected through the catheter in order to check if any internal leak was observed, but catheter was in good conditions. Then per the reported event, catheter was tested for electrical performance and catheter failed. Further examination revealed that the pc board had traces of corrosion. No further testing could be performed. Therefore, and since material with sodium and chlorine was found inside the pebax, the results suggested that catheter had the irrigation tubing damaged inside the catheter, but it remains unknown the location of the damage. It also remains unknown if the corrosion was the cause of the overheated handle. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).